Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the customer's blood glucose was normal until he changed the infusion set and the battery. The customer's most recent glucose reading was 512mg/dl, and he was treated with a manual injection. Troubleshooting was performed. It was stated that the daily totals usually are between 41 to 48 units, but the day before the daily totals were 103.12 units and the next day was 74.85 units. It was stated that the customer was outside for a while in a warm temperature, and when he came in they put his insulin pump in a sandwich bag inside of a cooler to cool down. Advised the caller to have customer change the entire infusion set and to continue checking his glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.